Event description:
Related manufacturer reference number: 2017865-2023-02928. It was reported that the patient was scheduled for a left ventricular lead revision due to dislodgement. Prior to the procedure, and interrogation was performed, and it was discovered that the right atrial lead moved. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.